Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of an acu watchdog alarm and primary audible alarm error. During the functional testing, the pump runs through the occlusion test normally without triggering an alarm but after repeatedly turning on and off the pump, a primary audible alarm occurred. Upon checking the history of the pump, there was also an acu watchdog alarm. All of which are caused by a malfunction of the main pcb, interconnect pcb and speaker. The main pcb, interconnect pcb and speaker were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump alarms with system failure: primary audible alarm post and then a second later alarms system failure: acu watchdog failure. There was no patient involvement and no patient harm.

Manufacturer narrative:
B6, b7, e1, h7, h9 corrected.